Event description:
Overdelivery noted during routine preventative maintenance inspection performed by the maintenance dept. The pump reportedly delivered a measured volume of 21.4ml on three test runs for pump a. Device spec requires delivery to be 20.0+/-1.0ml for this test. Pumps b and c delivered within spec. There were no reports of any adverse events when the pump was in pt use. No additional info was available.